Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with congenital hydrocephalus at the revision surgery in (B)(6) 2014. The initial pressure setting was 150mmh2o. On (B)(6) 2015, the patient visited the hospital after he had hit his head. Contrast radiography showed that the ventricles of the patient's brain became enlarged and the fluid did not flow through the distal part from the valve. On (B)(6) 2015, the device was replaced with the same new device, and the patient's condition was improved after the revision.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted as well as some damage to the silicone housing at the distal end of the valve. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber; no leakage was noted from damage silicone housing at the distal end of the valve. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot crdb0z, conformed to the specifications when released to stock in 23rd april 2014. No root cause could be determined as the valve functions. The root cause for the damage in the silicone housing is probably due to the fall of the patient as noted in the complaint description. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.